Event description:
The reporter stated that the patient has experienced erratic blood glucose (bg) between 1.6 mmol/l and 19 mmol/l. There were no reported signs or symptoms of hypoglycemia or hyperglycemia, and there was no reported medical intervention. Customer support reviewed the pump with the reporter and found all settings and histories are correct. The reporter stated that they do manual bolus calculations. The reporter was able to prime the pump easily into the air. The reporter noted that the last site change was (B)(6) 2012, two days prior to contacting animas customer support. The reporter denied any site or set issues. Troubleshooting indicated no mechanical issues found with the pump. The pump is not being returned at this time. This complaint is being reported because the patient experienced hypoglycemia while using insulin pump therapy; the reported high end (19 mmol/l) of the erratic bgs does not meet the definition of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. And a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.